Manufacturer narrative:
(B)(4). D10: cat #: 157446 / m2a-magnum mod hd sz 46mm 46mm / lot #: 201410the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a left hip revision due to metalosis. The head and cup were removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and review of the available records identified the following: pain and elevated metal ions overall consistent with metallosis. A definitive root cause cannot be determined. The complaint is confirmed based on the medical record findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a1; a2; b4; b5; b7; d6a; g3; h2; h6. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-02602. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient underwent a left hip revision approximately 12 years post implantation due to pain, elevated metal ion levels and metallosis. The head and taper were removed and replaced.